Event description:
The customer reported an issue with incorrect time settings on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the situation and follow up if the time discrepancy recurs. The customer understood and acknowledged the guidance provided.